Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error. B2: added death, this was omitted from follow up number 1 in error. D1 and d4: corrected brand name and serial number.

Event description:
It was reported that a patient implanted with an impella cp developed a hematoma at the impella access site. The patient experienced heart block and was in constant ventricular fibrillation and arrhythmia that did not respond to defibrillation. The impella also had suction events. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The cause of the hematoma, heart block, and hemodynamic instability was not determined due to insufficient clinical details. The root cause of the ventricular fibrillation and arrythmia was unable to be determined due to insufficient clinical details. The cause of the pump suction was not established as limited clinical information was provided and insufficient data logs were returned. The cause of the temporary pump stop was not established as no product and insufficient data logs were returned. The cause of the hematoma was not established as limited clinical information was provided to confirm how hematoma developed. The device passed all post sterile inspection checks.